Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced pocket pain. Patient no longer wished to receive this therapy; therefore, the device was explanted and rv lead was surgically abandoned. No additional adverse patient effects were reported.